Manufacturer narrative:
Investigation summary: the customer issued a complaint for colour of the hypoint shield detected before use. No samples were provided for analysis. Returned photo was provided for analysis. The transparency of the shield is slightly different between the photos. Bd does not have a criteria for the transparency or colour of the shield and the parts in the photo are evaluated as conforming to specification. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured, and released according to applicable procedures and specifications.

Event description:
It was reported that the bd hypoint¿ hypodermic needle container was discolored. The following information was provided by the initial reporter: "a pharmacist reported an issue regarding recormon pfs 5000iu, h0711h07. The pharmacist found that needle containers of the batch have an appearance defect, the needle containers look slightly yellow than other batches."